Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
Additional information received indicated: this patient tripped and fell and on arrival in the emergency room was diagnosed with a subarachnoid hemorrhage. This was enlarging on repeat brain imaging six hours later, however, she did not develop any clinical symptoms. Conclusion: hvad® pump remains implanted. Stroke has been identified as a serious adverse event which may be associated with use of the heartware® system. Based on the available information within this investigation, however, there is no evidence to suggest that the root cause of (B)(4) relates to a device defect. This patient's mechanical fall and elevated inr levels likely contributed to this event. No additional information will be forthcoming. Device remains implanted.

Event description:
This event involved a patient who experienced a intracranial subarachnoid hemorrhage approximately four years and two months post heartware lvad implantation. The patient reportedly stopped taking coumadin four days prior to the event due to an elevated inr, but had resumed taking coumadin two nights prior to the event. This event was reported to be possibly related the heartware device by the study investigator and also related to the patient¿s condition. The patient reportedly showed no clinical deficits and the event has been reported as resolved by the study investigator.